Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.

Event description:
Consumer complaint of low blood results. Assisted the customer with performing a back to back blood test using capillary blood, 81mg/dl and 83mg/dl. Reviewed the last 6 results in the memory: (B)(6) 2014-9:30 am-84mg/dl. (B)(6) 2014- 6:55am-83mg/dl. (B)(6) 2014 - 1:49am-97mg/dl. (B)(6) 2014 - 9:34pm-110mg/dl. (B)(6) 2014-8:19pm-129mg/dl. (B)(6) 2014-6:30pm-60mg/dl. Expected results are 100mg/dl fasting and 130mg/dl about 2 hours after a meal. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).